Event description:
The customer called the remote technical assistance center to report that they were not receiving any audio.

Manufacturer narrative:
The customer returned the unit to the philips repair center. A philips repair engineer replaced the failed speaker. The repaired unit was shipped back to the customer and is considered fully operational.